Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that the patient experienced a skin reaction that required medical intervention. The sensor was inserted into abdomen on (B)(6) 2019. The patient reported an infection on the abdomen from the sensor. The skin was raised and inflamed but the symptoms had passed at the time of contact. The patient had sought advice from his physician, who confirmed at the point that there was no infection. The physician recommended removal of the sensor with no treatment required. The event occurred the day after the sensor had been inserted. The patient declined to provide any further information. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined.